Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber was worn out and perforated, the cp-plate in the control body unit was deformed, and the biopsy channel was worn out. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 year since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of a microorganism was not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The subject device was disinfected (B)(6) 2021 and tested (B)(6) 2021. The analysis report stated all channels tested positive for more than 150 colony forming units of enterobacter complexe cloacae and pseudomonas aeruginosa. No patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is enxymex l9 franklab and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is mediclean forte, the aer disinfectant is neodisher endo sept, their storage practice is a non-olympus cabinet and olympus is the maintenance company. Olympus (B)(4) tested the subject device and the analysis results stated all channels tested negative with less than 1 colony forming unit of micro-organisms. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.